Manufacturer narrative:
The technician found the head section was sticking in the high position due to corrosion on the release pins. The technician replaced the gas springs to repair the stretcher.

Event description:
Information received indicates the head section will not lower.